Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. The medtronic representative looked at the logs and noticed a few error associated with the pleora and this may have prevented the generator from firing x-rays. Issue had resolved with power cycling the imaging system and mobile view station (mvs). No further issues reported. The software analysis findings show suspect hardware issue since the logs point to errors associated with pleora which prevented generator from firing x-rays. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not take fluoro images while in surgery. He rebooted the system in surgery with no success. They elected to pull the other imaging system into the case and the surgeon completed the procedure with the use of that imaging system. There was a reported five minute delay to the procedure to bring the other imaging system in the room. After rebooting in the hallway, the imaging system was able to take fluoro. Logs pulled through remote presence. There was no impact on patient outcome.